Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer site. Field service engineer inspected the creatinine module (crem) module. Fse replaced the crem module to resolve the issue. The beckman coulter internal identifier is (B)(4). Note: this report is being re-submitted per the request of the FDA medwatch program as the original initial report submitted on 24-august-2016 was inadvertently sent through the FDA esg test environment.

Event description:
The unicel dxc 800 pro synchron system generated a false high crem (creatinine modular chemistry) result for one (1) patient sample. The results were reported outside of the laboratory; however, there was no impact to patient treatment.